Event description:
Burned twice/ burn on skin, pain [thermal burn], open wound [wound], did not check skin under the product while wearing thermacare, [intentional device misuse], mark on the skin [skin discolouration]. Case description: this is a spontaneous report from a contactable consumer reported on behalf of herself. This (B)(6) year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) multiple times a month, 6-7 hours one time since 2010 to deal with chronic pain and thermacare heatwrap (thermacare menstrual) multiple times a month for years to deal with pain. The patient's medical history included asthma and dysmenorrhea. The patient's concomitant medications included paracetamol (tylenol) at 200 mg once a day from an unspecified date in (B)(6) 2016 for pain/ shoulder pain and medroxyprogesterone acetate (depo provera) from an unspecified date at four times a year for dysmenorrhea. The patient reported she had recently been burned twice, once by a menstrual wrap on an unspecified date in (B)(6) 2016 (reported as "early (B)(6)") and the day before on (B)(6) 2016 by one of the shoulder wraps. Each burn had been about the size of one of the heating elements and has been extremely painful. She felt pain where thermacare was placed on the skin and was burned with an open wound about the size (illegible) cell. Last time, the burn took two weeks to heal and was very painful. The patient indicated that marks on the skin remain. Therapeutic measures taken included the application of bacitracin ointment given by her doctor. The patient's skin tone was assessed as medium (neither light nor dark). She denied having sensitive skin and reported no abnormal skin conditions. The patient attached the adhesive to clothing. She did not engage in exercise while using the product and did not check the skin under the product while wearing thermacare. The patient read the usage instructions on thermacare before usage. She reported experiencing a "pain burn" with previous use of other heating products for pain relief (electric heating pad, hot water bottle, microwave gel pack). Action taken with both suspect products was permanently withdrawn on an unspecified date in (B)(6) 2016. Clinical outcome of the events burn and open wound was resolving with sequelae. Clinical outcome of the remaining events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (24jun2016): new information received from a contactable consumer includes: patient age, medical history, concomitant medications and reaction data (new events of open wound and skin discoloration). This case has been upgraded to a serious reportable medical device report. Company clinical evaluation comment: based on the information provided, the events of burned twice/ burn on skin, pain and open wound as a result of the reported device misuse described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of mark on the skin is medically assessed as non-serious and associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events of burned twice/ burn on skin, pain and open wound as a result of the reported device misuse described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event of mark on the skin is medically assessed as non-serious and associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.